Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: review of sterilization and seal strength records did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results for august 2007, and bioburden monitoring results for august 2007. Review of the work order and the event code "infection" did not identify any ncmrs, ers or CAPA associated with these information. The reason for reoperation is deflation. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side infection. Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases(flat). Leak test and microscopic analysis were performed which identified an observed void on valve side within specification(texture side) and is not considered a workmanship issue, and device did not leak. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Device was explanted.